Event description:
It was reported that this right ventricular (rv) lead has noise on this lead. This lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).